Event description:
Six months after hvad implantation the site reported that the patient experienced power source change in the controller earlier than expected followed by a critical battery alarm and reported brief pump stop. Preliminary logs files review confirmed the pump stops. After replacing the batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.